Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The display unit cable between display and manifold assembly was reconnected to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction, found during pre-use check, which resulted in the loss of display. There was no report of patient involvement.